Manufacturer narrative:
A ge service representative performed an onsite investigation and repaired the connector on the side of the c-arm and the lemo cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce x-rays. No patient injury was reported.